Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and peripheral neuropathy. It was reported that the patient had a fall a year ago and the health care provider gave the patient shots and did an x-ray and ultrasound about 6 months prior to the report when it was noticed that ¿a lead was down.¿ the patient was looking to get a manufacturer representative to program and ¿get it to work.¿ there were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.